Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that in the middle of a stress echocardiogram (ECG), the ECG line went flat. After 10 minutes, the ECG was continued and successfully completed with the same ultrasound system and transducer. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. There were no errors found during the review. The plm engineer had confirmed that the system did not stop the physio because it was active and responding. However, the qrs source was changed to direct echocardiogram (ECG) instead. This indicates that probable root cause could be that the connection from the stress system to aux input may not be robust; thus causing the ECG to flat line. Reference complaint # (B)(4).